Event description:
It was reported to philips that the system was not booting up. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue had occurred during a vascular diagnosis procedure and the procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Upon functional testing, the fse found issue with the ups which was causing software error of the system. To resolve the reported issue, the fse consulted with rtac (real-time application center) and bypassed the ups and reloaded the suite pc software. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.